Manufacturer narrative:
D4: expiration date d4: lot information.

Manufacturer narrative:
Results of investigation: it was reported that, after a total knee arthroplasty on her left knee in 2012, the patient felt knee instability, a revision surgery was performed on (B)(6) 2021 to exchange a tc plus primary tibial insert. The device, used in treatment, was returned for evaluation. The insert shows some delamination at the anterior section of the device. Furthermore, the insert shows signs of use. The device history was reviewed. The product documentation does not indicate that the part failed to match specification at the time of manufacturing. A complaint history review did not reveal any further complaint for the batch in scope. The failure mode and the severity of the reported issue are covered through the corresponding risk file. Abrasion of implant surfaces are listed among the possible side effects of knee implants according to IFU, which was current at the time of manufacturing. A medical assessment concludes that the provided x-rays support the reported knee instability. However, the root cause of the reported instability cannot be determined. Based on the available information, the relationship between the event and the device can be confirmed. The root cause stays undetermined after investigation and it cannot be speculated about factors which could have contributed to the reported issue. To date, no further actions are deemed necessary. The device will be monitored for further similar issues. The returned device will be retained.

Event description:
It was reported that, after a tka on her left knee in 2012, the patient felt knee instability, a revision surgery was performed on (B)(6) 2021 to exchange a tc prim tibial insert tc cr stand 6/11, due to, the insert he/she was carrying was broken. The current health status of patient is unknown. The device will be returned for evaluation to the smith + nephew barcelona warehouse.